Event description:
Pt has an eeg attempt where they were shocked. Pt was slow to respond the next day in the park near the home where they temporarily reside. This event occurred at hosp. Reported incident 6/1992.